Event description:
It was reported that based on the camera pictures provided; the left ventricular lead appreared to have insulation abrasion. The electrical function of the lead was normal; the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.